Manufacturer narrative:
(B)(6). Product has not been returned for evaluation as of the date of this investigation. No RMA issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer states that the power switch will not activate the alarm.